Manufacturer narrative:
The reported events were failure to capture, a helix mechanism issue, and material break. As received, a complete lead was returned for analysis. The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned for analysis. X-ray inspection of the lead did not find any anomalies. Visual examination of the lead found the helix retracted and covered with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited failure to capture, failure to retract the lead and the lead was damaged. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.